Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The device was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Event description:
--

Event description:
Boston scientific received information that this system was exhibiting right ventricular (rv) impedance measurements greater than 2000 ohms. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended troubleshooting. There was no noise and no change to sensing and threshold measurements. The system remained implanted and was subsequently explanted sixteen months later due to the continued out of range measurements. An x-ray confirmed the lead had not sustained a fracture. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.